Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported sys error 105 was confirmed and reproduced during the device eval while attempting to load a set. This condition was determined to have been caused by a failed input/output printed circuit board (dislodged component). The input/output printed circuit board was replaced.

Event description:
It was reported a spectrum pump alarmed sys error 105. It was also reported there was no pt involvement.